Manufacturer narrative:
The device serial/lot number is unknown; therefore, UDI: (B)(4). Device manufacture date was unknown. The device serial or lot number was unknown. Concomitant med products and therapy dates: motor device, cutter device and handset device, 01/01/2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 4 for the same event. It was reported that during an anterior cervical discectomy surgical procedure (under microscope), it was observed that the motor device, while being used with a handset device, burr device and an attachment device, was continually overheating. It was reported that due to limited drill availability at the time, the user persevered reducing the length of the duty cycle (time of continued use) to allow the drill to cool in between uses. It was further reported that during bone smoothing at the posterior and cervical end plate and near the spinal cord, the user observed a combination of dark fluid and what appeared to be darker metal filings which sprayed into the disc space. It was at this point that the user stopped drilling and proceeded to liberally irrigate the area in order to cool the liquid that may have been hot in order to prevent damage to the cord. It was reported that after several minutes the user and assistant were able to suck up the fluid along with any foreign debris. After careful inspection of the surgical site, the surgeon continued the discectomy and fusion without the use of the drill. It was reported that there was a 15-20 minute delay in the surgical procedure. It was reported that the procedure was completed without the use of the drill. There was patient involvement. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.